Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that 5 days after the implantation loss of capture of this right ventricular lead was noted. The patient suffered from asystole. The lead was repositioned on (B)(6) 2021.